Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for sodium (na), chloride (cl), and ionized calcium (ica), & total carbon dioxide (tco2) on a male patient in his late 50's. There was no patient information at the time of this report. The customer states that product is available for investigation. Date time na cl ica tco2(B)(6) 2016 07:48 119 133 3.4 30(B)(6) 2016 07:57 140 100 4.8 25(B)(6) 2016 08:05 139 n/a n/a n/athere are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/11/2016. Customer returns and retain product was tested and are functioning according to specification.